Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 17, 2020.

Manufacturer narrative:
This report is submitted on september 2, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site and was treated with topical antibiotics, however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2020. The patient was not reimplanted due to the infection.